Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) spoke with the customer, and customer explained that a sprinkler had been triggered, but the room was not flooded. The customer confirmed that the drawers were opening normally and the station's screen was operating without any issues and no further investigation required for this device. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station required medication storage environmental protections. Customer stated that degree of moisture tolerance of the station in regard to protections for hardware and medications that were stored within. However, there were no delays or adverse events or injuries reported based on this event.